Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent surgery in (B)(6) 2017, a few days after the operation, claiming that she was unstable and was reintroduced due to typha instability. During the re-operation, when the stability of the tibia implants was checked, the tibia was completely loose and came out with the hand and without any auxiliary equipment, meaning that there was no adhesion of the tibial surface to the cement but only adhesion between the cement surface and the bone, which caused the failure of the operation in practice and the introduction of a repeat operation due to the loosening of the tibial implant. Did the patient experience a post-op device malfunction? Yes. Did the patient require revision surgery or hardware removal? Yes. Facility name of original implant: rotating platform tibial base cemented size 3. Was device explanted? False. Reason for revision surgery: tibial loosening. Patient status/outcome/consequences: no.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> production code 150610003, work order 8619504 was manufactured on 13 september 2017. (B)(4) manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.